Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed to open.the customer stated that there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 3.2 did not open. A field service engineer (fse) replaced the latch sensor board and checked and reseated the bus cables. After rebooting the station, the drawer was detected along with all cubie pockets. The fse tested the drawers and all cubie pockets using the hardware test application, followed by station reboot. The fse cleaned the electronics drawer and the area around the back of the comm sled and power supply. Medications were checked, and debris was cleaned from the bottom edge of the back panel. The fse also checked for loose drawers and reseated the drawer cable, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.